Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, a ventricular fibrillation episode was observed. The episode appeared to be the result of noise caused by electromagnetic interference. Many magnet responses were also noted all from different times of the day. The patient is currently stable and further follow-up was discussed.